Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant too much angle of the tunneling tool was applied thus a perforation occurred. In additional, a pneumothorax was observed, but no action was taken as the pneumothorax was light. The product was discarded at the facility and will not be returned. The procedure was completed. No additional adverse patient effects were reported.